Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During on site visit fse (field service engineer) performed verification of cuts and energy. Performed sir (service installation record), verified system and sent email to cas (clinical application specialist) for follow up. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple patients with transient light sensitivity post laser treatment. Additional information received states the patient was given a topical steroid eye drop and an anti-inflammatory eye drop. The patient was seen in follow up and symptoms resolved. There are multiple related reports for this event. This report addresses the left eye of patient two, and another manufacturer report will be filed for the other patients.